Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2014 with the following findings: the battery cap was not returned. All testing performed with a test battery cap. Pump powers with the test battery cap to a dim discolored display. The battery cap is able to fully tighten. The battery compartment crack observed below grip pad. The black box dates from 9/1/2014 - 9/10/2014. Evidence of a partially discharged battery being installed observed in black box on 9/7/2014. The current draws are within specifications. There were no battery life issues duplicated during investigation. Investigators removed pump case and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.